Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 03/31/2026, it was reported by (B)(6) from daybreak that the band of a daybreak device broke during sleep while in the patient's mouth. The patient began using the device on (B)(6) 2026 and stopped using the device on (B)(6) 2026. There was no harm caused to the patient. No outside clinical evaluation was sought.